Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens was noted to be torn around the haptic area. The lens was removed within the same surgery with no pt injury, no incision enlargement or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).